Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: v689334, (B)(6), (B)(4). Implanted: (B)(6) 2011, applies to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). The indication for use was noted as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the operation report noted they left a non-functioning lead in place and another spot noted a broken lead. The hcp would take a x-ray to determine if there was an abandoned product. The event date was unknown. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v689334, implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received . The health care professional reported there was an infected and that the ins was removed not the lead. No further complications were noted or anticipated